Event description:
Caller reported that the pump screen was frozen and would not respond to input, but the touchscreen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and the caller chose to reset the pump, after which the screen became responsive, resolving the issue.